Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's recharging issues started pretty early on. She felt it took too long and was too difficult, and she was trained several times. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated the her ins has never given her relief and that she is experiencing discomfort at the pocket site even though the ins has been off for several months. The patient is requesting an explant, but is having trouble getting in touch with her pain doctor. The patient's ins was interrogated in the past, but was discharged at the time of the report. The patient will be scheduled for an explant and analysis of their ins. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the root cause of the patient's ins never giving them pain relief was not determined. The patient has had trouble charging in the past, but has been trained multiple times. Her weight has not been determined and the explant has not been scheduled because the patient's doctor is currently out of town and unavailable. No further information was reported.